Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the nurse had gone through an instance where during a refill procedure, she would try to pull out the needle, but the needle would feel like it was stuck to the silicon part pf the pump. The nurse had tried to turn the needle as well and was not able to. After a little bit of time, she would be able to out the needle. The patient did not complain of pain or anything during the refill. The patient was not clenching "or anything" when they were trying to remove the needle. This occurred "last week". The pharmacy had given them a baclofen refill kit to use instead of a manufacturer refill kit. Additionally, the nurse made sure she was not at an angle when she injected the needle. The needle did not look bent when it came out of the packaging and it did not look bent after they were able to pull the needle out. No symptoms were reported. No further complications were reported or anticipated.